Event description:
The capsule tore after the lens was implanted. The doctor enlarged the incision to remove and replace the lens. Sutures were required, however, there were no consequences to the patient.

Manufacturer narrative:
See MDR 1920664-2010-00173 for the intraocular lens used with this delivery device.